Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown product performance anomaly. No additional adverse patient effects were reported. Additional information received reported that the previously implanted cardiac resynchronization therapy defibrillator (crt-d) system had a fractured rv defibrillation lead which exhibited noise with oversensing and delivered inappropriate tachy therapy. Additionally, this lead issue resulted in increased battery power consumption. It was noted that this lead issue occurred back in 2020, when it was difficult to find an available hospital room in order for the patient to undergo a lead revision. It was believed that the patient had five leads in his body at one point. Some of those leads had been revised, and a defibrillation lead had been implanted for a device with three leads. As a result of these issues, the patient reported severe discomfort/pain/distress. The crt-d was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) during a therapy downgrade and the rv lead was surgically abandoned and replaced. Additional information from the field representative at that time mentioned that the patient no longer needed a defibrillator. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown product performance aomaly. No additional adverse patient effects were reported.